Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of unit would power on and immediately shut off. The unit was triaged and the reported issue was confirmed. The printed circuit board was damaged. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-01.

Event description:
According to the reporter, the unit would power on and immediately shut down.